Manufacturer narrative:
The device was manufactured (B)(4) 12, 2018. The device was received for evaluation containing approximately (B)(6) of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. The event occurred during patient infusion with 4200mg fluorouracil diluted in 0.9% sodium chloride. After forty-six hours, the device ¿appeared full¿. There was no patient injury or medical intervention associated with this event. No additional information is available.